Event description:
The surestep meter did not power on. The patient has stopped using the meter since 2003. Due to the meter not powering on, the patient went to the hospital twice, once in 2004, and then in 2005. The patient does not remember much about the incident in 2004; however, mentioned that she was treated with food to bring her blood glucose up, while in the ER. She mentioned that she had felt dizzy and weak at the time of testing. The patient was tested on another device and the reading was 80 mg/dl. No information on whose meter the patient received the 80 mg/dl. The battery was replaced less than a year ago, and the battery contacts were in good condition. Customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know whether the patient tried to attempt to test her blood glucose on either of the events, the patient's diabetes regimen, and whether she was testing on another device, since the meter was not working.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.